Manufacturer narrative:
Investigation summary: since no samples displaying the reported condition were received no defects can be confirmed. Review of the DHR shows that there is no abnormality observed during visual inspection for out-going inspection. For the duration of 1 year, no quality notification was raised for a similar non ¿ conformance. Root cause could not be determined as there is no sample returned for investigation.

Event description:
It was reported that a bd¿ needle had foreign matter inside.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ needle had foreign matter inside.